Event description:
It was reported that the ventricular lead exhibited loss of capture and loss of sensing. The lead was explanted and replaced.

Manufacturer narrative:
Should have been (B)(4) 2015 rather than (B)(4) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.